Event description:
It was reported that during an afib procedure, there was difficulty to fit the lasso sas catheter into the sheath and also the lasso sas had deflection issue. The case completed without any patient consequence by changing the catheter. During visual inspection of the returned complaint catheter on (B)(4) 2012, it was noted that the electrode ring #10 distal side had white foreign material stuck to it. This condition was not reported by the customer. Additional information provided stated that this catheter condition was not noted prior or after the catheter use. The physician was able to remove the catheter safely from the patient. The physician was unsure how this returned catheter condition occurred. The catheter was confirmed to be a new (not reprocessed) catheter. The type and size of the sheath used in conjunction with the catheter was an 8fr bard sheath, sl1 type 5. The electrode ring damage and presence of foreign material under the ring condition is indicative of a reportable event, thus marking (B)(4) 2012 as the alert date for this report.

Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found that ring 10 was damaged and had some white particle underneath. This condition was not originally reported on the complaint. A ft-ir test was performed in order to identify the type of foreign material, the results demonstrated that the particle is a styrene based material. It is unknown how the ring was damaged and the origin of the foreign material. Per the reported event, the catheter was evaluated under deflection test and it passed specifications, in addition pu rings measurements were taken and were found within specification. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint could not be confirmed. Further investigation regarding the foreign material found at bwi failure analysis lab that was not reported in the complaint resulted in an internal corrective action that was opened to address this issue.

Manufacturer narrative:
(B)(4).